Event description:
It was reported for a cl continu-flo soln set, 2 lavs, l/l, that there was air in the line. The event occurred during infusion. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two used samples and twelve companion samples were returned for evaluation. A visual inspection revealed no defects. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.